Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that when a patient presented to the ER with complaints of inappropriate shocks. A few days later in the ER, lead dislodgement was observed via fluoroscopy. During the repositioning procedure, it was determined that twiddlers syndrome was observed. The lead was explanted and replaced. The patient recovered as expected and was discharged home a couple of days later.